Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette medication reservoir (10 mg/ml) breaking during use. When the patient attempted to restart the infusion, the restart option was accidentally selected, causing the pump¿s volume display to become inaccurate. The event occurred 1¿2 hours prior. The infusion was life-sustaining, but the patient had a backup device and continued therapy after replacement cassettes were provided. There was a patient involvement, and no patient injury or medical intervention was reported.